Event description:
The customer reported to olympus that this camera head did not produce an image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Follow up is in progress to obtain additional information from the customer regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation of the camera does not produce an image was confirmed. Device evaluation found that due to damage on cable unit, the endoscopic image could not be displayed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that this camera head did not produce an image. There were no reports of patient or user harm associated with this event.